Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the swg (spring wire guide) was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the swg (spring wire guide) was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a used guide wire. The guide wire appears to be kinked in two locations. One towards the middle and one adjacent to the distal end. A probable cause of the guide wire kinking cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "do not use excessive force when introducing the spring-wire guide or tissue dilator as this can lead to vessel perforation and bleeding". The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire kinked in two locations; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.